Event description:
Additional information was received from the patient (pt). Pt reports that they don't know the cause of the stimulation not working, but the tech (understood as manufacturer representative [rep]) was able to fix it. Pt states the tech had them lay on their back and it started working. Pt reports this issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported their stimulation was not working. The patient said they noticed it wasn't working yesterday, so they tried to increase the intensity of the stimulation, but it was still not working at all. The patient mentioned they usually kept stimulation at 0.9, and they turned it up to 2.0, but they still did not feel any pain relief. The patient confirmed they had not had any recent falls or trauma to the area of the implant. During the call, the patient confirmed all 4 programs were turned on. The patient stated they thought maybe they needed to charge the implant, but the implant was still at 30% and then they charged the implant all the way to 100%. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.